Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only the distal portion of the lead returned measuring 52.2cm with internal insulation abraded at 13.8cm to 14.5cm from the distal tip. No conductor internal shorts were found.

Event description:
This report is to advise of an event observed during analysis.